Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet model # sc-1110-02 (B)(4) description: ipg kit (without pull-through tunneler) the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and leads found them to be satisfactory.

Event description:
A reported was received that the patient underwent a lead revision due to abnormal stimulation patterns. During the revision, the physician elected to explant the entire system as one of the percutaneous leads was buldging out of the patient's skin. The device was working properly.